Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review (lhr) was performed. The review of the lhr (lot f1512702) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mynxgrip vascular closure device balloon ruptured at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. There was no resistance felt while inserting the device. There was no resistance while pulling back. The stopcock was not opened when the balloon was at the arteriotomy. Everything (device and procedural sheath) was removed and manual pressure was held for 15 minutes without any issues. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested, but is not available at this time. Procedure: diagnostic coronary procedure; vessel location: arterial; sheath size: 6f stick; location: medium; vessel size: 6 mm.

Manufacturer narrative:
The investigation summary was corrected. The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram which was performed showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.